Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was missed with antivirus upgrade causing drawers to fail. A field service engineer remotely pushed out the updates to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie drawer failed to open, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.